Event description:
Patient reported unknown side implant rupture with silicone leakage and capsular contracture, baker grade iii. The device remains implanted. Patient later reported implant dislocation and " siliconomes in the armpit".

Manufacturer narrative:
Additional, changed, and/or corrected data: h6

Manufacturer narrative:
The reported events capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone leakage, capsular contracture baker grade iii, " siliconomes in the armpit".

Event description:
Patient reported unknown side implant rupture with silicone leakage and capsular contracture, baker grade iii. The device remains implanted. Patient later reported implant dislocation and " siliconomes in the armpit".

Event description:
It has been identified that this record, mrn 9617229-2024-22822, is a duplicate of mrn 9617229-2024-24428. Please see mrn 9617229-2024-24428 for reportable events.

Manufacturer narrative:
Clarification to h.10. Related report numbers: it has been identified that this record, mrn 9617229-2024-22822, is a duplicate of mrn 9617229-2024-24428. Please see mrn 9617229-2024-24428 for reportable events. Additional, changed, and/or corrected data: b5, g2, h10, h11.